Manufacturer narrative:
Insulin pump received with esc and up button response, due to unlocked lcd keypad connector. Insulin pump also received with cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive act button. The blood glucose reading was 221 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.